Event description:
Reporting status: malfunction. Reporting rationale: balloon rupture is likely to cause or contribute to patient injury. Device issue: balloon rupture. It was reported that the target lesion was the distal lad with mild tortuosity, no calcification and 90% stenosis. It was an acute myocardial infarction (ami) case. The calcification was confirmed at the mid lad, over the angiogram. The voyager was delivered and inflated; however, the pressure did not go higher than 4 atm; therefore, it was changed to another company's balloon. Another company's stent was implanted and the procedure was completed. No effects to the patient. No additional event or patient information is available.

Manufacturer narrative:
Results and conclusion summation - product performance engineering determined that factors that may contribute to balloon issues include, but not limited to, manufacturing, materials, patient anatomy, pinholes/ruptures, tears, associative device interaction, or insufficient preparation. A review of the manufacturing records at final inspection revealed that there were no units rejected for balloon damage; however, without the device to examine, a thorough analysis could not be performed and no determination can be made as to the root cause of the reported discrepancy.